Event description:
A malfunction alarm occurred, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset. The malfunction code did not recur, so the customer was able to continue using the pump.